Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the nurse gained access with needle, guidewire threaded smoothly, but resistance was met when threading the catheter. Nurse removed device because it was not threading, and noticed that a majority of the catheter sheared off into the patient. Ir was called to remove. In discussion with inserter, once catheter resistance was met, the catheter was threaded back onto the needle, guidewire was retracted, and then the device was pulled out of the patient. Product was a 20g powerglide midline placed in patient's left upper cephalic vein.

Event description:
It was reported the nurse gained access with needle, guidewire threaded smoothly, but resistance was met when threading the catheter. Nurse removed device because it was not threading, and noticed that a majority of the catheter sheared off into the patient. Ir was called to remove. In discussion with inserter, once catheter resistance was met, the catheter was threaded back onto the needle, guidewire was retracted, and then the device was pulled out of the patient. Product was a 20g powerglide midline placed in patient's left upper cephalic vein. Additional information received apr 3, 2023 the catheter break was discovered after crisis nurse met resistance when inserting the midline and removed the needle etc. From the patient's arm. The event delayed discharge by one day as the patient required surgical removal and PICC placement prior to discharge. No signs/symptoms/complications were noted by the clinician. All broken/retained pieces were successfully removed from the patient. Sonosite and x-ray were used to verify the retained piece prior to removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a sheared catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The sample was received assembled, with the catheter overlaying the needle. A complete break was observed in the catheter shaft approximately midway along its length. The distal fragment was received removed from the needle shaft. Multiple kinks were observed in the catheter shaft distal of the break. Microscopic inspection of the break site revealed a partially granular fracture site. The break exhibited a tapered profile. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the fracture site. Microscopic inspection of the tip of the catheter revealed deformation. The edges of the catheter were crumpled inward. The catheter fracture features were consistent with damage caused by contact between the catheter and the needle tip. Such damage may occur if the catheter is withdrawn onto the needle and if the needle is re-inserted following catheter advancement. The catheter tip deformation was consistent with attempted insertion against resistance, such as into tissue. It appeared that following resistance during advancement, manipulation of the assembly lead to the needle shearing the catheter.

Event description:
It was reported the nurse gained access with needle, guidewire threaded smoothly, but resistance was met when threading the catheter. Nurse removed device because it was not threading, and noticed that a majority of the catheter sheared off into the patient. Ir was called to remove. In discussion with inserter, once catheter resistance was met, the catheter was threaded back onto the needle, guidewire was retracted, and then the device was pulled out of the patient. Product was a 20g powerglide midline placed in patient's left upper cephalic vein. Additional information received apr 3, 2023 the catheter break was discovered after crisis nurse met resistance when inserting the midline and removed the needle etc. From the patient's arm. The event delayed discharge by one day as the patient required surgical removal and PICC placement prior to discharge. No signs/symptoms/complications were noted by the clinician. All broken/retained pieces were successfully removed from the patient. Sonosite and x-ray were used to verify the retained piece prior to removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.